Event description:
Low atrial lead impedances. Explained that it's likely that this patient's atrial lead is experiencing an insulation breach. Recommended that the caller perform pocket manipulations and physical maneuvers in order to observe for potential noise on the atrial electrogram (egm) as well as check impedance measurements during the testing for variation. Transmission with 0 ohm atrial impedance came through to the nurse practitioner (np) that notified mdt rep. She scheduled for the patient to come in on (B)(6) to assess for an insulation breach. I called tech services, and they are forwarding the pdd to the engineers. I was later informed that the patient was previously scheduled for a revision that was not completed due to the vessel being occluded. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).